Manufacturer narrative:
(B)(4).

Event description:
Device has been returned and its analysis is as follows. Upon inspection of the delivery system, there was nothing remarkable about the device. A wire was inserted through the distal tapered tip and met an obstruction at approximately 10 mm from the distal end. The tapered tip was cut to reveal the point of the obstruction and a hard, translucent, glossy material was discovered. The complaint was confirmed; there was an obstruction in the tapered tip lumen that prevented wire passage. The cause of the occlusion was due to hydrophilic coating entering the tapered tip lumen. The root cause of the event could not be conclusively determined.

Manufacturer narrative:
Root cause unknown.

Event description:
It was reported that the physician attempted to implant the stent graft system. Before implant, it was reported that there was no lumen at the tip of the nose cone, making it impossible to flush the delivery system. A second stent graft was prepared for use, but the rear handle and back end wheel were found to be broken before use. Both devices were returned for analysis.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.